Event description:
A medtronic representative reported, the site had difficulty activating lateral images in a fluoro procedure with synergy spine 2.0. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on pt outcome.

Manufacturer narrative:
Pt information not available at time of this report. Multiple successful cases have been done since the system was on software version 1.7 with no further image activation issues. Software has not been evaluated as of the date of this report.